Event description:
It was reported that at a device check one day post-implant, the p-wave was noted to have decreased since implant. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable tachy lead, (B)(6) 2013. (B)(4).